Manufacturer narrative:
D3: correction. H3: no product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had called in about a system fault alarm for her cadd solis pump. An amber light had been on, consistent beeping had been happening with no option to silence and no help button, which had been consistent in the pump manual with an unrecoverable error. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.